Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was moving and that she may have bumped up against or leaned on something that caused the alarm to go off. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.